Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the bedside nurse and respiratory therapist were outside of the patient''s room when the patient monitor started to alarm because the end tidal tracing was flat showing no exhaled breaths. The ventilator monitor showed a blue screen showing ''nihon kohden - treasure every breath¿. The patient was medically paralyzed and unable to initiate spontaneous breaths on their own. There was no alarm on the ventilator that sounded during this event. During this time, the patient remained stable showing no desaturations or decrease in heart rate. As the therapist was preparing to manually ventilate the patient, the ventilator restarted (approximately 30 seconds) and immediately returned to the set ventilator settings and began ventilating the patient. This ventilator was taken off the patient and replaced.